Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt a vibratory alarm and presented to the hospital with phrenic nerve stimulation. The left ventricular (lv) lead was noted to be dislodged resulting in a loss of sensing and an increase in capture threshold. The lead was explanted and replaced with no adverse consequences to the patient.